Manufacturer narrative:
One (1) exodontia elevator #46r serrated (09-0252) was returned without packaging. The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instrument; slight discoloration was observed. The complaint was verified as the instrument tip was broken off. The most likely cause of the fracture was excessive force by the user. The instructions for use for this product states in the section titled warnings and precautions: ¿avoid undue stress or strain when handling or cleaning instruments.¿ the non-conformance database was reviewed and there was no non-conformance found for exodontia elevator 09-0252. There are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an elevator broke at the tip during a procedure. The tip was removed. The event caused a delay of less than thirty minutes. The event did not cause an injury to the patient.